Event description:
It was reported that the 9900 system would not boot up prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. A power monitor was installed in the operating room and it was discovered the or had many power issues. The system was tested, and found to be working as intended, and put back into service.